Manufacturer narrative:
Further information was requested, but not yet available.

Event description:
It was reported a patient's pacemaker presented with premature battery depletion. No changes were reported. The patient status was unknown.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. The cause of the premature battery depletion was due to an increased duty cycle of the internal circuitry caused by the firmware.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, e1, e2, e3, g2, g3, h1, h2, h6.

Event description:
New information received notes the pacemaker was explanted and replaced in a procedure on 2 sep 2021. Post-procedure the patient was stable.